Event description:
It was reported that pump displayed malfunction alarm code 9 with associated fault ID and that no other notable events occurred beforehand. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it with no repeat of malfunction, and was advised to continue using pump and call back if issue recurred, which customer acknowledged and understood.